Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's belt clip broke. The customer's blood glucose at the time of the call was 76 mg/dl. The customer also stated that her blood glucose level was 48 mg/dl the day before due to not eating. Advised that a replacement belt clip would be sent. Nothing further reported.